Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead experienced abdominal pain which was being compared to muscle stimulation. However, additional information indicates that muscle stimulation was not confirmed. But this lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.